Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. At this time getinge service has not been dispatched. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) generated a fiber-optic sensor module failure alarm while in use on a patient. The nurse was instructed to change the iabp and send affected iabp to the facility's biomedical engineer. No patient harm or adverse event was reported.